Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera console did not turn on. No incisions had been made and the medical procedure was cancelled.

Manufacturer narrative:
Update to g4 "PMA/510(k)" from k222079 to k182160. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no video output probable root cause: cables hdmi cables connectors digital board power supply filter / fuse ac inlet board main board transition board intermittence between transition board and ch connector software camera head coupler problem toggling light source connected monitors leaking poor grounding no/incorrect communication with light source soaking cap disconnection during sterilization electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge cybersecurity attack pendulum ch inertial measurement unit use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera console did not turn on. No incisions had been made and the medical procedure was cancelled.